Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with counterfeit top case and cracked bottom case. Event log history was performed and indicated that check clutch error and check syringe plunger sensor were reported in history. During analysis grinding sound and check clutch error was found during occlusion test. Service replaced leadscrew and clutch halves, replaced left plunger case and replaced bottom, case and top case for preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump failed occlusion test, exhibited check syringe plunger sensor error, and had damaged case. No adverse effects were reported.